Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Test reservoir does not lock properly inside the reservoir tube due to missing retainer. Insulin pump received with missing reservoir tube o-ring, broken reservoir tube lip, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was broken. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.